Event description:
Rn was attempting to start an IV in patient's right antecubital space with a 22 angiocath. Blood return was identified. She tried to advance the catheter off of the needle and met resistance. She stopped trying to advance and backed the catheter off back onto the needle. She withdrew the needle portion and left the catheter in to try to flush with saline. No backflow noted and catheter removed. Rn noticed the catheter looked shorter than normal. The catheter tip was left in the superficial soft tissue. Pt. Had to go to the ER for surgical removal of the catheter tip.====================== health professional's impression======================there is a possibility that the practitioner was not starting the IV according to procedure and was pulling the needle back and forth.====================== manufacturer response for IV catheter, insyte autoguard======================they requested the product, however it is our policy not to release it.